Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10003. The pt received the scs system on (B)(6) 2011, which included two leads from different lots. It was reported the coverage achieved during the trial period has not been achieved with the permanent implant. The physician believes the lead placement is too lateral noting that no migration has occurred. It was also reported the pt is feeling stimulation in her ribs and abdomen. The physician removed and replaced both leads (B)(6) 2011.

Manufacturer narrative:
Manufacturer's evaluation: device evaluation was not performed as the cause of the reported complaint (misplacement) cannot be determined by product testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.